Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 30th, the user contacted dario to report a high blood glucose (bg) reading.the user reported that she received from her dario meter a high bg reading of 560 mg/dl. In addition, the user reported that at her doctor's office, she received a reading of 102 mg/dl with the doctor's meter.